Manufacturer narrative:
Customer returned (1) used bd pen needle without a tear drop label attached. Consumer reported needle blocked. The returned sample was examined and exhibited a bent patient end cannula. The bent patient end cannula would likely be the cause of the clog (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent cannula is human error during use of the pen needle. Unable to perform DHR review due to unknown lot number.

Event description:
It was reported that the needle was blocked and not functioning with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported the needle was blocked.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was blocked and not functioning with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported the needle was blocked.